Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. In addition, a malfunction alarm occurred during the load process. There was no impact to the customer's blood glucose level. It was indicated that the customer had alternate insulin therapy available.